Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information this inflatable device was implanted on (B)(6) 2011 and removed/replaced on (B)(6) 2020 due to auto inflation. Additional information received from the territory manager indicated: ¿the implant was auto inflating and there was no tubing break that was found. The implant is available for return.¿ a titan pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion were noted on both pump exhaust tubing. Testing revealed these to not be sites of leakage. Surface abrasion was noted on all pump tubing. No functional abnormalities were noted with any of the returned components. The information received indicated the device was auto inflating, with no visible tubing defects but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted. Without the benefit of examination, and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the implant was auto-inflating. The device was removed and replaced; there was no tubing break identified.